Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, a flow error occurred. The circuit was flowing at five liters per minute and would slowly degrade to the point a backflow alarm occurred. The user switched the cable and then it seemed to work, but then it quit again. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) ran flow tests and was unable to duplicate the complaint per customer request, the suspect unit will be returned. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.